Manufacturer narrative:
The info contained in this report is based on self-reported statements provided to the manufacturer during a telephone interview. These self-reported descriptions of an incident have not been independently verified to be factually correct or complete descriptions of the incident. For that reason, info contained in this report does not and can not form the basis for a determination of whether the reported clinical effects are causally related or associated with an exposure to the product identified in the telephone interview. The info provided in this report has not been medically verified via confirmation with the patient's physicians or by the provision of patient medical records. When considering the body of regulatory data and post-marketing data as well as the weight of scientific peer reviewed evidence on topically applied hyaluronate containing product such a causal relationship between the use of this type of device and the development of the adverse effects reported in this case cannot be definitively established. When evaluating a patient for a potential hypersensitivity (allergic) reaction, a clinical practitioner must consider several potential environmental etiologies as well as any foods, beverages, medications, or dietary supplements the patient had been taking just prior to the onset of symptoms. Definitive causality cannot be applied to any one compound or agent without verification. Original report submitted (B)(4) 2012. Report does not show in medwatch database. In turn, we are resubmitting the report.

Event description:
This spontaneous report was received from a pharmacist via phone on (B)(6) 2012. The pharmacist reports that a customer filled this medication on (B)(6) 2012 for an acne-like rash on her face. The patient had previously used clindamycin topical lotion on it. She reports that the patient called her to report that she had made several small applications of the product to her face and within several minutes began to develop itchiness, diarrhea and tongue swelling. She was subsequently seen at a local emergency room (ER) where she had apparently received intravenous steroids, antihistamines and oxygen. She was released several hours later. According to the pharmacy's health history form the patient filled out, she has no other chronic medical conditions, but she is allergic to penicillin and sulfonamides. She has no further info to provide and does not have the product to provide lot number and expiration date. MFR ref#: 9610200-2014-00017.